Event description:
It was reported that during operation inspection during an in-house training, the cardiosave intra-aortic balloon pump (iabp) unit had a heat generated issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the pre-delivery inspection during the in-house inspection, the cardiosave intra-aortic balloon pump (iabp) unit had a system overheat during the operation inspection. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) stated that a detailed operation checks was conducted three times, but the system overheated on all three occasions. Therefore, the compressor, temperature sensor, fan x 2, motor control board, and front end board were replaced. The fse later clarified that the front end board was replaced as a precaution. After the replacement, periodic inspection was performed and found to be good. The unit was then delivered to the customer. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the following parts associated with this complaint: compressor, scroll; temp sensor,threaded probe; cable assy,fan,70mm 6"; pcb,motor control,rohs; pcb,front end,rohs. These parts were received with a reported failure of a overheating issue. The fat performed a visual inspection and found the parts to be in good condition. The fat installed pcb,front end,rohs in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Tested for 1 hour with no issues found. The fat installed pcb,motor control,rohs in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Tested for 1 hour with no issue found. The fat installed 2 cable assy,fan,70mm 6" in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. No issues found during testing. The fat installed temp sensor,threaded probe in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Tested for 4 hours with no issues. The fat installed compressor, scroll in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Tested for 4 hours with no issues found. Fat could not verify the reported failure on any of these parts. Retaining the rest of the parts in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
The failure analysis and testing dept. Received the parts with a reported failure of a overheating issue.the fat performed a visual inspection and found the parts to be in good condition.the fat installed pcb,front end,rohs in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Tested for 1 hour with no issues found. The fat installed pcb,motor control,rohs in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Tested for 1 hour with no issue found. The fat installed 2 cable assy,fan in cardiosave test fixture and tested the part to factory specifications and the cardiosave service manual. No issues found during testing. The fat installed temp sensor,threaded probe in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Tested for 4 hours with no issues. The fat installed compressor, scroll in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Tested for 4 hours with no issues found. Fat could not verify the reported failure on any of these parts. Pcb,front end,rohs and pcb,motor control,rohs sent to the supplier for failure analysis per procedure. Retained the rest of the parts in the failure analysis and testing department per procedure. The fat dept received pcb,front end,rohs from the supplier and no issue found. The results of the hi-pot, ict and fct tests all passed. The fat dept retained this part as per procedure. Failure analysis received from the supplier for the part pcb,motor control,rohs and for visual check, no abnormalities found. Board was re-tested at fct and passed the test. Results at inspection and test is good and no abnormalities was detected. Board was ndf. Root cause for this part is not confirmed. Retained the part in the failure analysis and testing department per procedure. Per the cardiosave dfmea the possible causes of the failure mode reported by the customer temperature (overheated) related malfunction are the following: component reliability, blood back, fluid ingress, debris or excessive stress or fatigue.